Event description:
The catheter broke off during removal from the pt. The broken segment is still inside the pt. Pt's condition is stable, with no infection or other adverse event occurring.

Manufacturer narrative:
Eval summary: this report is based on the info provided by the initial reporter and the eval of the sample received. One piece of an antimicrobial catheter was received for eval and investigation. The luer connector and the infusion segment were missing. The measurement of the section received found it overstretched and broken. Based on the info provided and the eval of the sample received, the technique used during the removal of catheter caused the breakage of the catheter. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks, entitled "preventing in-situ catheter breakage with the on-q post-op pain relief system." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.